Event description:
It was reported that the customer experienced high blood glucose levels. His blood glucose level was 600 mg/dl. The customer was also hospitalized in (B)(6) 2014. The sensor over tape left a residue that caused irritation. The site did not show signs of infection. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-90810 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.